Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change out for eol, both the right atrial and ventricular leads were noted to have insulation degradation at the lead body/connector interface. The physician noted that the leads were at an acute angle to the generator during dissection and suspect this may have caused excessive wear at this point. The lead measurements remained stable throughout and no lead noise could overtly be induced. Physician elected to continue using the leads. Procedure proceeded without further issue. Both leads will be monitoring closely.